Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm or motion sensor test failure alarm noted. Motor passed the motor test. No blank display noted. No moisture damage was found on the electronics and motor noted. The insulin pump was received with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received a motor error alarm. The customer's blood glucose was 246 mg/dl at the time of incident. The customer's mother stated that they were able to rewind the insulin pump. The customer's mother reported that they also received motion sensor test failure alarm. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.